Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of varied injuries are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: the laboratory analysis is limited to what is observed at the time of analysis and is not intended to communicate causality. Yellow particles were observed on the inner surface of the implant shell. White particles were observed on the outer surface of the implant shell. Brown particles were observed in the fill channel. The particles were removed and valve functioning was then satisfactory. The analysis identified no openings in the implant shell. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Documentation received from a patient representative alleges patient had concerns ¿breasts were huge and heavy¿, ¿breasts are too large & hang¿, and ¿can feel the bags¿. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device has been explanted. This record is for the right side.